Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: all of the keypad buttons were normally responsive. Contamination was found on the button contacts. The battery compartment was cracked. The cartridge compartment was also cracked. Cartridge compartment cracked and damaged in the thread area. The display screen was im and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up, down, and ok buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.